Event description:
It was reported that a balloon rupture occurred. A trapper balloon was selected for use. During the procedure, it was noted that the balloon was inflated once and burst at 16atms. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications.